Event description:
Loosening of the anatomic posterior stabilized femoral component 62 months after the implantation. The incident was detected during the patient clinical monitoring by the surgeon on (B)(6) 2022. The implantation was performed on (B)(6) 2017.

Manufacturer narrative:
No review of manufacturing data could be performed as the list of devices was not communicated by the healthcare facility. The review of the internal vigilance database doesn't reveals any other incidents related to a loosening of anatomic femoral component. The analysis of the recorded patient file during the patient clinical monitoring by the surgeon doesn't reveals any elements which could explain the loosening of the femoral component. It was noted that the patient have obesity class I (bmi : 32.9). Without explant, reference, batch number, x-rays and operative report, no further investigation can be performed. In conclusion and according to the elements in our possession, the origin of the loosening after 5 years remain undetermined.